Event description:
Pt's father called to report higher than normal bg levels. Blood glucose result (time unk) was "high" (>500 mg/dl). Delivered correction insulin bolus of 7 units to try to lower bg. That was unsuccessful (no add'l bg results reported), so the device was removed and the pt began delivering manual injections. At the time of the call, pt was in the emergency room attempting to lower bg levels.

Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any malfunction or other product condition may have contributed to the reported hyperglycemia and ER visit. No product lot number was reported, so no qualification record review could be performed. The omnipod user's guide warns that, "if your reading is above 500 mg/dl, the pdm displays "high check for ketones!" This indicates severe hyperglycemia (high blood glucose)." If advises that "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." To treat hyperglycemia it recommends, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Then contact your healthcare provider for guidance."